Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The caller will use manual insulin delivery as a backup until the replacement arrives.